Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® lh pst¿ ii plus blood collection tubes there was an issue with poor barrier separation. This occurred on 2 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: two cases during a week. Last one (B)(6) 2019 found after analyzer report: clot. It was seen that all gel was mixed to plasma. Some gel at the walls, too.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for gel smearing with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to gel smearing was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that during use of the bd vacutainer® lh pst¿ ii plus blood collection tubes there was an issue with poor barrier separation. This occurred on 2 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: two cases during a week. Last one (B)(6) 2019 found after analyzer report: clot. It was seen that all gel was mixed to plasma. Some gel at the walls, too.